Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm diameter abdominal aortic aneurysm. The patient¿s aortic neck has 65 degree angulation with severe left iliac artery tortuosity and moderate right iliac artery. Calcification was mild. The aortic neck was 32 mm in diameter at the renal artery and down to 23 mm in diameter with a funnel shape. On final angiogram the etbf3616c145e graft material was partially covering the renal artery. A bare metal stent was implanted in the renal artery and has good blood flow. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion, inaccurate delivery. Aortic neck greater than 60 degree. Bare metal stent. Anatomy related; angulated and funnel-shaped neck. Conclusion: occlusion, inaccurate delivery. Aortic neck greater than 60 degree. Anatomy related; angulated and funnel-shaped neck.